Event description:
Pt came to hospital to have malfunctioning infuse a port removed by surgeon. Surgeon found that port was detached from tubing. Port removed and pt sent to another facility to have tubing removed.